Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Improper disconnection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain four of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the home patient (hp) disconnected from the patient line without stopping the drain. The hp then reconnected to the device after the alarm occurred. A technical service representative reviewed proper disconnect procedures with the hp and instructed the hp to cycle the power to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.